Event description:
The facility reported a colleague infusion pump which over-infused during patient use in the nursing department. According to the facility representative, the pump was infusing an unknown drug at the time of the event when the rate of the infusion changed and the pump began infusing too quickly. The programmed and actual rates are unknown. However, according to the facility representative, the actual infusion rate was approximately 10 times faster than the programmed rate. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a colleague infusion pump which over-infused during patient use. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an overinfusion was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Product evaluation for this device could not be completed, as the customer did not return the device to baxter for evaluation.